Event description:
It was reported that upon opening the farawave catheter packaging the catheter had stains which could be manufacturing marks. The procedure ws completed using original catheter. No patient complications occurred. The product was received for analysis. Media provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed on the catheter handle. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that there were some white marks. The review of the image confirmed the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material present in device is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the farawave catheter packaging the catheter had stains which could be manufacturing marks. The procedure ws completed using original catheter. No patient complications occurred. The product is expected to return for analysis. Media provided.